Event description:
A revision total knee surgery was performed by a dr in 2000. Kinemax primary knee was revised to a kinemax plus superstabilizer. Xrays reviewed in 12/2000 revealed that the tibial insert had apparently completely disassociated from the baseplate with the tibial post still attached to the insert.